Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's endocrinologist increased pump dosages. The following day, customer experienced low blood glucose (48 mg/dl) and fainting. Customer was treated in the emergency room with sucrose, peanut butter sandwiches, and fluids for dehydration. Customer was not admitted to the hospital and was in the emergency room less than 8 hours. Customer's condition was reported to be stable and blood glucose was 300 mg/dl.